Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functionality testing. The unit was found to visually and audibly alarm during alarm conditions. The unit was determined to be functioning as designed.

Event description:
The customer reported the spo2 reading on the rad 87 "reads 12 points lower than all the other rad 87's." No patient impact or consequences were reported.